Manufacturer narrative:
The device is not required for return to animas. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 400 mg/dl with extreme thirst and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s basal delivery settings were recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. No device malfunction was indicated with troubleshooting. It was reported the total daily dose basal history did not match the programmed basal rates due to a known cause: the patient changing the basal program. No device malfunction was indicated with troubleshooting. This complaint is being reported because the reported health event was attributed to an alleged pump use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2017 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 1.10 u normal bolus on (B)(6) 2017. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and the total daily dose (tdd) showed 48.0 u. The tdd¿s add up correctly and reflect the users programmed basal rates. There were no delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. No errors alarms or warnings occurred during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.